Event description:
The doctor reported that the patient received a medpor cranial implant in (B) (6) of 2008. The doctor reported that the patient developed an infection and the implant was removed.

Manufacturer narrative:
Additional catalog and lot numbers: lot # 89020-d002d57h, expire date: 04-30-2018, manufacture date: 4-30-2008, lot number: 89020-d004d57h, expire date: 04-30-2018, manufacture date: 04-30-2008, lot number: 89020-d006d57h, expire date: 04-30-2018, manufacture date: 04-30-2008. Following a review of the device history record for the lots listed above it was determined that all processes and test criteria are within the medpor implant finished product specification.